Event description:
The customer reported that when the unit was pulled across an elevator threshold it displayed a "rapid gas loss" alarm and the unit would not autofill. The pt was switched to another unit and therapy was continued. No pt injury was reported.